Event description:
The manufacturer received information from a patient alleging a ventilator service required condition occurred frequently on a trilogy evo device. A sale representative contacted the patient to have them check the alarm again. The patient informed the sales representative "that the device was operating without abnormalities but requested a check" of the device. The sales representative replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician confirmed the customer¿s issue by observing an error code event battery not charging fault in the device¿s event log. The manufacturer¿s service technician replaced the detachable battery and system printed circuit assembly board to address the issue. After replacing the parts, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operating properly and cleaned it.